Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp 011745 - the dentist reported that after 2 months dental implant was installed intraoral region 28#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved, the patient presented bone type ii, immediate implant and immediate load were performed and bone graft was executed.